Event description:
A nurse reported that the luer-lok adaptor felt loose when the cannula was being attached to the syringe prior to surgery. This has occurred four times. There has been no pt impact. This is the third of four medical device reports being filed for this report.

Manufacturer narrative:
The complaint device associated with this report has not been rec'd for eval. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to manufacturing documentation. According to the directions for use in the package insert, the luer lok adaptor should be fixed between the fingers when connecting the cannula to prevent rotation of the adaptor. Additional info was requested on 05/07/08 by the phone and by mail.